Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the complete clip detachment from both leaflets. It was reported that the mitraclip procedure was for treatment of degenerative mitral regurgitation (mr) with a grade of 4. 2 clips were implanted successfully with a resulting mr grade of 4. An attempt was being made to implant a 3rd clip; however, there was difficulty grasping the leaflets due to an existing flail on the lateral side and poor posterior leaflet visibility; however, the clip was able to be attached to both leaflets. After placement of the clip and following the instructions for use for gripper line removal, the clip was observed to be detached from both leaflets but was still on the gripper line in the left atrium. There was no damage to the leaflets due to the clip detachment. A snare device was used to retrieve the clip successfully. Another attempt was made to deploy a 4th clip; however, this failed due to the flailing of the leaflets and the clip was removed from the patient without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported complete clip detachment and difficulty grasping of the leaflets appear to be related to patient morphology/pathology and user technique/procedural circumstances. A definitive cause of the reported unchanged mitral regurgitation (mr) was unable to be determined. It should be noted that while there was no change in mr, the reported patient effect of worsening mr as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.